Manufacturer narrative:
It was reported that the infection was treated with IV antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted july 10, 2018.

Event description:
Per the clinic, the patient developed an infection resulting in extrusion of the implant. Subsequently, the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
It was repoirted that the device was explanted on (B)(6) 2018. Device analysis report is attached. This report is submitted on july 11, 2022.